Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow-up. Upon interrogation of the device, an alert was observed for high voltage circuit damage. The device was reprogrammed and capacitor maintenance was performed. Further testing was recommended and the patient will continue to be monitored.